Manufacturer narrative:
The device was returned to zoll medical and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. Review of the device history file showed evidence of the device powering off due to a depleted battery. However, the battery used with this device was not returned for evaluation. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a male patient (age unknown), the device would not power up. Complainant indicated that there was any adverse effect to the patient due to the reported malfunction.